Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The dentist reported that 7 months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. The patient presented bone type IV, 15 ncm of primary stability was achieved and bone graft was executed.